Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, a user reported elevated blood glucose (bg) levels and moderate ketones due to issues with their infusion set and tubing. The user experienced a bent cannula after an infusion set change (convatec inset 23", lot# 6006007) and subsequently encountered a kink in the tubing, which caused insulin leakage overnight. Bg levels rose above 300 mg/dl, and by noon est, the user recorded a bg of 520 mg/dl on a manual glucometer test with moderate ketones. The user did not utilize backup therapy and was unaware of their ketone action plan. The user contacted their healthcare provider (hcp) for further guidance and they recommended the user went to the hospital, where the user received intravenous insulin treatment in the emergency room. After approximately three hours, they were discharged with bg levels at 130 mg/dl. The user reported no immediate severe health effects beyond feeling thirsty and experiencing an upset stomach. There were no known long-term health effects from the event. Upon returning home, the user resumed using the ilet system after being educated on the two-hour wait time for reconnection after outside insulin is dosed.